Manufacturer narrative:
(B)(4). Cell-dyn sapphire analyzer, list # 8h00-01, serial # (B)(4). The cause of the cell-dyn sapphire vent needle aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn sapphire vent head assembly provided to the customer with the customer recall letter.

Event description:
The customer observed the cell-dyn sapphire aspiration probe is making a grinding noise and dispenses on the side of the hemoglobin dilution cup. The customer performed troubleshooting for the issue without resolution. The customer requested field service. The abbott field service representative replaced the vent head assembly, assayed quality controls which were within specification and returned the analyzer to working specifications. There was no impact to patient management.